Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The bending section cover's adhesive buoy was found to be broken. Based on the results of the investigation, the reportable event was likely due to some kind of stress, such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. However, the root cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope's rubber bonding fell off. This was found during a maintenance service. There was no patient involved.